Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (4l35276), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that this was an aclr (anterior cruciate ligament reconstruction) treating acl tear on (B)(6) 2020. After tapping was done, the anchor broke off while in normal insertion. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. Additional information reported by the affiliate stated fragments were removed from the patient and the procedure was completed with another product. The affiliate also reported the device will not be returning for evaluation.